Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and had some blood at the site. The customer¿s blood glucose level was 447 mg/dl and treated with manual injections and blood glucose was 345 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that the auto mode was active. The devices will not be returned for analysis.